Event description:
The following article has been reviewed: title: robot-assisted bronchoscopy for lung nodule diagnosis: a pilot feasibility study authors: u. Chaddha, s. P. Kovacs, c. Manley, m. Shende, s. Murgu, d. K. Hogarth doi: not provided. The aim of this study is to evaluate the feasibility of performing rab in consecutive patients with lung nodules referred for bronchoscopic biopsy. Between (B)(6) 2018, a total of 82 patients underwent rab procedures with the monarch platform (auris surgical robotics, (B)(6) ca). This report is being submitted for the following reported complications are: n=4.8%; pneumothorax treatment: not mentioned n= 3.7%; significant bleeding treatment: not mentioned n=69.5%; bronchus sign (including lesions with an airway going to the nodule edge) treatment: not mentioned n=1; case was aborted.